Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, while the patient was still intubated, the patient experienced ventricular fibrillation (vf), and an appropriate shock was delivered. The patient was admitted for observation. The patient was discharged, but also experienced ICD shocks on (B)(6) 2025. In the opinion of the physician, the barostim implant procedure, anesthesia, nor the procedural stress contributed to the patient experiencing vf, and the vf was likely due to the patient's heart function.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. While in the opinion of the physician, the barostim implant procedure, anesthesia, nor the procedural stress contributed to the patient experiencing vf, and the vf was likely due to the patient's heart function, the event will be reported as it occurred during the barostim implant. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).